Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the transcatheter aortic valve was found with a broken sealing ring, and pieces of the sealing ring were floating in the jar when the lid was opened. The valve was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received in its original product packaging. The condition of the outer packaging was undamaged. There were no liquid stains. The jar safety seal was broken. There was presence of gasket remnants on the rim of the jar. Presence of crystallized, dried glutaraldehyde along the threads of the jar was not observed. Loose pieces of gasket were not noted on the rim and outside of the jar. The presence of white particulate was noted in the solution. No damage on the threads of the lid. The condition of the gasket included presence of pits and peeling. Loose pieces of gasket were not noted inside of the lid. The temperature indicator was not activated. Mold cavity numbers: jar: 18 lid: 1. White particulate was found in the jar and/or lid upon opening. Fourier transform infrared (ftir) analysis was performed to confirm the white particulates were from the gasket inside the lid. As a result, no further particulate analysis is required; a visual inspection using a microscope at 10x magnification is sufficient. Updated data: d9. H3. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.